Event description:
In 2001 the end-user contacted minimed, USA via mail to report that end-user had a faulty infusion set. End-user states that as a result of the faulty infusion set end-user's blood glucose level climbed to 486. On june 25, 2001 maersk medical received the complaint and the used tubing. The incident took place in USA.